Event description:
Dislocation occurred approximately 2 months after initial implantation with no known cause. No fall or trauma evident. 36 mm glenosphere and 36 mm + 3 standard humeral cup explanted. Replaced with 40 mm glenosphere and 40 mm + 3 stability humeral cup and 9 mm spacer.

Manufacturer narrative:
Dislocation occurred approximately 2 months after initial implantation witth no known cause. No actual, suspect, or implied link to fx product.